Event description:
When the surgeon turned the internal screwdriver to expand the implant, the tip of the screwdriver broke off inside the implant during a procedure. The implant was then removed. Another implant could not be used because the screwdriver was broken and there was no other screwdriver available. There was no additional info availble.